Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 a pump site infection was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a pocket tissue sample will be sent for infection analysis. The patient¿s infusion system was removed, and anti-bacteria washed used to clean pocket and catheter connecter site. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported/anticipated regarding the event.